Manufacturer narrative:
According to the available information the titan device was implanted on (B)(6) 2020 removed/replaced with a malleable prosthesis on (B)(6) 2021 due to tubing eroded out of the scrotum and an infection. The explanted prosthesis was not returned for evaluation. However, because examination may not conclusively confirm or disprove the report of erosion or infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history records indicates this lot passed sterility testing prior to being released. Therefore, it was concluded the suspected infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, tubing eroded out of scrotum. Infection reported. No other adverse patient effects were reported.